Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has had increasing impedance and triggered an impedance alert. It was further reported that the physician had noted that the device has migrated down in the patient's chest. Both the device and lead remain in use and no patient complications have been reported as a result of this event.